Manufacturer narrative:
UDI: (B)(4). Initial reporter: the contact¿s phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that an abnormal sound was heard from the motor device before a procedure. It was further reported that the device became hot when it ran. It was reported that the event occurred before use on a patient. The event did not occur during surgery. There was no patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative:this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was determined that the cable/cord/wiring was damaged, the hose was worn, and the control (cracked) and the locking parts were defective. It was further determined that the device failed for loctite and cable assessments, cutter lock assessment and handpiece temperature assessment. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.